Manufacturer narrative:
(B)(4). Device and initial implantation details unavailable at the time of this report , this report is filed on august 18, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced infection and pain at implant site, however the issue did not resolve. Subsequently the implant magnet was explanted. Clinical management of the patient is ongoing. The implanted device remains.

Manufacturer narrative:
Correction: the correct brand name is: 'bim400 implant magnet', not 'flange fixture and abutment' as previously reported. The correct common device name is: 'cochlear baha attract system', not 'lxb' as previously reported. The correct model # is: 93550, not 'bi300' as previously reported. The correct catalog # is: 93550, not '92129' as previously reported. The correct 510(k) number is: k131240, not 'k100360' as previously reported.